Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular (lv) lead had increasing thresholds and were gradually increasing since implant. The patient was brought to the operating room for a new lv lead. The lead was capped and replaced on (B)(6) 2020. The implanted implantable cardioverter-defibrillator (ICD) was also removed and replaced due to depleted battery caused by the high output programmed on the old lv lead. No allegations on the old ICD. The patient was stable.